Event description:
It was reported during in clinic follow up that the pacemaker could not be interrogated with the programmer. It was believed that the device had gone into backup mode. The device was explanted and successfully replaced. There were no patient consequences.